Event description:
It was reported that pt had a primary knee done. After about four months noticed that they had instability due to a pcl rupture. Poly was pitted and may be changed color in certain areas.